Event description:
It was reported that a patient presented with premature battery depletion and loss of interrogation, with no magnet response noted. The device was explanted and replaced on (B)(6) , 2026. No adverse patient consequences were reported.